Manufacturer narrative:
An investigation was performed and no kit issues were identified relating to (B)(6) results. Based on the results generated for this donor, the donor was (B)(6) infected in (B)(6) with a low level (B)(6) infection, which may not consistently be detected by the cobas mpx test, where serology was negative due to the lack of seroconversion (window period). The cobas mpx test, ce ivd instructions for use indicates "detection of hiv-1 group m rna, hiv-1 group o rna, hiv-2 rna, hcv rna, and hbv dna is dependent on the number of virus particles present in the sample and may be affected by sample collection, storage and handling, patient factors (i.e., age, presence of symptoms), and/or stage of infection and pool size." (B)(6). The UDI for the cobas mpx test, ce-ivd is (B)(4). The material number for the cobas mpx test, 96t, us-ivd is (B)(4).

Event description:
A (B)(6) customer alleged the generation of a (B)(6) sample tested with the cobas mpx test for use on the cobas 6800/8800 system ((B)(6) 2018). Blood was released after (B)(6) 2018 testing results as the resolved cobas mpx test and serology results were (B)(6). Subsequent testing ((B)(6) 2018) for the same donor (new donation) generated (B)(6) results with the cobas mpx test and serology. There is no indication of harm or injury to any of the recipients who may have received the blood donations.